Event description:
User facility medwatch report no 110122-2002-0029 reports "extruded catheter into the subcutaneous space out of the peritoneal cavity per surgeon's documentation." Note: user facility medwatch report incorrectly identifies the device serial # which is the catalog # of the shunt passer that was used in placing the subject catheter. Follow-up contact with the initial reporter confirmed the difficulty involved the catheter and not the shunt passer.